Event description:
Infusion pump with failure code 2j. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact infomration was provided.